Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this event. The site stated that the support arm was not loose when affixed, and after confirmation was made the support arm did not move. After this confirmation, the support arm did not move again and the procedure was completed without any issue. The site stated that there is no malfunction of the support arm so they will not send it back for an analysis.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection procedure (tumorectomy), the support arm was fixed, but it moved. The optical type was changed to magnetic type and the navigation system was continuously used. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Arm 9734252, vertek ii, lot 6876/150624. The vertek arm was returned to the manufacturer for analysis. Through functional testing and visual/physical examination, the reported issue was confirmed. The starburst end of the returned vertek arm did not immediately release when the handle was loosened, but would loosen if manipulated. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.